Event description:
The customer's spouse reported via phone call that the paramedics were called. The customer would not eat. When the paramedics checked her blood glucose level, it was 43 mg/dl. She was treated with IV. The insulin pump did not alarm the customer of her low blood glucose. She was not admitted as an inpatient for medical treatment. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.